Event description:
Boston scientific received information that, a few weeks after implant, this implantable cardioverter defibrillator (ICD) displayed high out of range (oor) pacing impedance measurements in the right atrium (ra). The ra lead is a competitor product. The patient remains in the hospital, and the device will be reprogrammed within the near future. Subsequently, this ICD was reprogrammed to vvi, and an ra lead revision will take place at a future date. There were no adverse patient effects reported.

Manufacturer narrative:
At this time there is no additional information. Should additional information become available this report will be updated.